Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit failed the initial power connect test. An attempt was made to remove the power supply pcb however, due to the brittle nature of the power supply pcb wiring harness connector; the connector crumbled making it impossible to continue with any further investigation testing. Based on the investigation performed, the reported complaint could not be confirmed.

Event description:
The customer alleges that when the device is powered on, instead of allowing the user to check (test) the device, the device goes directly to the temperature/gradient set-up.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. A device history record review was conducted no issues were found related to the complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the physical sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly.

Event description:
The customer alleges that when the device is powered on, instead of allowing the user to check (test) the device, the device goes directly to the temperature/gradient set-up.